Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp/ 500mm. The incident occurred in (B)(6). The claimed clamp was requested by livanova (B)(4) for further investigation. Results revealed that the initialization of the clamp was not possible. The unit was disassembled and an internal visual inspection was performed. Traces of dried fluid have been detected into the clamp. The use condition (i.e. Extensive exposure to liquid, e.g. During cleaning) must have contributed to the failure reported. A review of the DHR could not identify any deviations or non conformities relevant to the issue. Corrective actions are in progress for this issue.

Event description:
Livanova received a report that a erc tubing clamp/ 500mm triggered two error codes on the control panel after the produce . There was no patient involvement.